Manufacturer narrative:
(B)(6) manufacture date: april 17, 2018 - april 19, 2018. The device was received for evaluation containing approximately 100 ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, evidence of continuous flow was visually observed at the distal luer. A functional flow rate test was performed with no issue noted. The flow rates were found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow through a small volume intermate. This event was observed during patient infusion. The intermate device was filled with piperacillin/tazobactam 4500mg in 250ml sodium chloride 0.9%. There was no patient injury or medical intervention associated with this event. No additional information is available.